Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after surgery, lens appears covered with a thin irregular film. Pathologist said that findings could be consistent with a toxic substance on the lens, but she didn't have any way of testing for this. Findings are nonspecific, surgeon saw a puzzling post operative outcome closest to tass (toxic anterior segment syndrome) but very isolated in nature, but they were all implanted company lens. Planned to do a dmek (descemet¿s membrane endothelial keratoplasty). Additional information has been requested. There are three medical reports associated with same event. This file is 3 of 3.